Event description:
Alleged the reverse trendelenburg function from the bed high position will not work, but it will work from the bed low position.

Manufacturer narrative:
The facilities biomed found the positioning cam was not out of position. The biomed correctly positioned the cam to repair the bed.